Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lap chole. Event description: complaint (B)(4), complaint 1 of 2 (lot # 1484000). Complaint (B)(4), complaint 2 of 2 (lot # 1484022). 15-dec-2023: pcf #: (B)(4) was initially submitted for both the events together however the field rep was advised to submit another pcf splitting the lot numbers. Pcf # (B)(4) was lodged for this complaint with lot number 1484022. The date of event and date first notified was not entered on this pcf, however the dates were noted to be 15-dec-2023 from pcf submitted for (B)(4). Complaint product family: clip applier, product name: epix universal clip applier, model number: ca500, lot number: 1484022. The event occurred during treatment of lap chole procedure. This is the 2nd device that was opened due to a faulty ca500 - this ca500 also was misfiring and faulty. The lap chole was being performed by experienced surgeons. It is unknown if there was any clinical impact to the patient as a result of the event. The user resolved the situation by using a 3rd device to finish the case. It is unknown if there were other instruments that were used when the complaint event occurred. There was no patient injury or illness associated with the complaint event. The patient status is unknown. Patient status: unk. Intervention: a 3rd device was used to finish the case.

Event description:
Procedure performed: lap chole. Event description: complaint (B)(4), complaint 1 of 2 (lot # 1484000). Complaint (B)(4), complaint 2 of 2 (lot # 1484022). 15-dec-2023. - pcf # 8532 ((B)(4)) was initially submitted for both the events together however the field rep was advised to submit another pcf splitting the lot numbers. Pcf # 8533 was lodged for this complaint with lot number 1484022. - the date of event and date first notified was not entered on this pcf, however the dates were noted to be 15-dec-2023 from pcf submitted for 2023-003909. - complaint product family: clip applier, product name: epix universal clip applier, model number: ca500, lot number: 1484022. - the event occurred during treatment of lap chole procedure. - this is the 2nd device that was opened due to a faulty ca500 - this ca500 also was misfiring and faulty. - the lap chole was being performed by experienced surgeons. - it is unknown if there was any clinical impact to the patient as a result of the event. - the user resolved the situation by using a 3rd device to finish the case. - it is unknown if there were other instruments that were used when the complaint event occurred. - there was no patient injury or illness associated with the complaint event. The patient status is unknown. Patient status: unk. Intervention: a 3rd device was used to finish the case.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1484022, was included in the recall.